Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio determined that the cause of the reported issue was due to a shorted integrated circuit chip, designator u14 from the digital pcb assembly. The shorted ic chip caused excess current draw which led to the power issue.

Event description:
The customer initially reported that their device had an event code logged. Upon evaluation of the device, it was observed that it would no longer power on. There was no patient use associated.